Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from an end user regarding a leaking issue. It was reported that "the leak was coming from below the bottom filter on the tubing, and it would happen immediately." The end user also stated that "this event took place 4 times in a single day all on (B)(6) 2022". The device operator was a nurse. Medication being infused was remicade. There was a patient involved. The patient was not harmed or injured. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00008).

Manufacturer narrative:
Zyno medical tried to contact the end user for three times but got no responses. The affected device was not returned for evaluation. The complaint could not be confirmed. No root cause could be established.